Event description:
It was reported that intra-op during functional endoscopic sinus surgery, the nim system does not stimulate mid-case. There was no waveform, no response and no value displayed on the monitor when checked with the simulator. Continued the surgery without using nim, the procedure was extended by less than an hour. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot#: (B)(6), UDI#: (B)(4), h3: product analysis for product ID: 8253200, serial/lot#: (B)(6), found that the unit came with loose clips due to worn wave washers and missing spare fuses. H6: codes of fdr c0601 and fdc c07 are applicable for product ID: 8253200, serial/lot#: (B)(6), additional codes of img g0201202, img g04138 and img g0405204 are applicable for product ID: 8253200, serial/lot#: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in h6: correcting the statement which had typo error in previous report and adding missing information. H6: codes of fdr c0601, fdr c07 and fdm b01 are applicable for product ID: 8253200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.